Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
It was reported during surgery that the device was faulty and made a deep incision and cut into the fat layer. The malfunction required unknown repair. Due diligence is complete.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the reciprocating arm and needle bearing were worn. The reciprocating arm and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.